Event description:
On (B)(6) 2013, the reporter, the patient¿s wife, reported that on (B)(6) 2013 the patient obtained the blood glucose reading of ¿hi mg/dl¿ (greater than 600 mg/dl) and was transported and admitted to the hospital ICU. The patient¿s admitting blood glucose level was 1017 mg/dl and he was treated intravenously with insulin. The hospital hcp reviewed the pump settings and stated the settings were correct. However, the reporter refused to further troubleshoot the pump, therefore it is unknown the patient¿s status or pump settings prior to this event. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and was admitted to the hospital ICU for insulin treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/12/2013 with the following results: observed a pinkish contrast on the display screen. Display screen is still able to be safely read. Pump successfully passed a 29hr flow accuracy test. Pump found to be operating within required range and delivering accurately. Unable to duplicate complaint. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.